Event description:
Stem trial disengaged from the reamer, and the retrieval tool was used to retrieve the stem trial but it broke off in the stem trial. It was retrieved with pliers. All pieces were removed from the patient. This caused a 2-minute surgical delay.

Manufacturer narrative:
Conclusion and justification status for MDR: the instrument associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the instrument to examine. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.